Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor was inaccurate on (B)(6) 2014. Patient claimed the device read 400 while the fingerstick value was 244. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.